Manufacturer narrative:
Age/date of birth: unknown, not provided, sex/gender: unknown, not provided. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery with an intralase patient interface (pi) after the patient was applanated and after the laser fired. The surgery was not completed and the patient was rescheduled for photorefractive keratectomy (prk) procedure on (B)(6) 2018. It was noted that one (1) flap/ring procedure was replaced. There was no patient injury reported.

Manufacturer narrative:
Further review of the complaint was conducted and it was realized that this report was submitted in error as there was no reportable event with this reported device; therefore, no further submissions will be filed under this medwatch #3006695864-2018-00434. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.